Manufacturer narrative:
The investigation determined the customer used non-specified sample tubes for patient testing which are not found within the cobas e411 rack users manual. Incorrect results can occur when non-specified tubes for an analyzer are used.

Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable on the date of patient testing.

Event description:
The initial reporter questioned low elecsys hbsag ii quantitative results on a cobas e411 rack and a cobas 6000 e 601 module. Customer provided questionable results for four patients. Refer to the attachment on the medwatch for all patient data. The initial results were reported outside the laboratory. After initial testing, the customer stored all patient samples in a -20 degrees celsius freezer. On (B)(6) 2020, the customer thawed the patient samples and performed repeat testing for confirmation. All repeat testing was performed on a cobas 6000 e 601 module. This medwatch is for the cobas e 411. Refer to the medwatch with patient identifier (B)(4) for the cobas 6000 e 601 module.